Event description:
It was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the pt experienced cardiac tamponade and a pericardial effusion. The lesion being treated in the index procedure was a 3.5mm, 90% stenosed proximal left anterior descending (prox lad) artery. The physician treated the lesion without predilation and successfully placing a taxus express2 8.8% 3.50x 20 mm drug eluting stent in the bifurcated lesion. Less than 24 hours after the procedure the pt developed cardiac tamponade and severe pericardial effusion. An emergent pericardial window was successfully performed. The pt was given protamine 50 mg. In the operation room, and was extubated without incident. There was complete resolution of the tamponade and pericardial effusion. The pt was discharged 5 days later on plavix and aspirin.

Event description:
It was further reported that target lesion 1 (15mm long) was a type a bifurcated lesion. The lesion was treated using a kissing balloon technique (with the first diagonal and left anterior descending (lad), reducing stenosis to 0% in the proximal left anterior descending and to 30% in the proximal 1st diagonal. Shortly after the index procedure, the pt developed chest pain aand then lost consciousness. An echocardiogram revealed an enlarging pericardial effusion. The pt underwent emergent pericardial window with removal of 350cc of bloody fluid. The pt was placed in the ICU and diuresed accordingly. The pt was discharged 5 days later on asa and plavix therapy.